Event description:
Reporting status: serious injury. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the patient experienced typical angina symptoms. The patient was admitted to the hospital the next day, and the troponin peaked at 0.03 and was treated with nitrates and heparin. The patient was discharged to home in stable condition the following day, and anti-anxiety medications were prescribed. The condition continued. Sixteen days later, the patient presented to the emergency department (ed) with chest pain. The patient took 7 sl ntg at home without relief. In the ed, the blood pressure was very elevated and the patient was treated for hypertension while hospitalized. The patient was discharged to home three days later, with increased medications for hypertension. The following month, the patient had not been feeling well for the past week. The patient developed chest discomfort, took 4 sl nitroglycerin tabs without relief and went to the emergency room. The patient was admitted to the hospital and underwent diagnostic coronary angiogram with revealed 40% in-stent restenosis within the xience v stent. There was no treatment reported. The condition is continuing. There is no additional event or patient information available.

Manufacturer narrative:
Results and conclusions summation - angina, hypertension, and restenosis, as listed in the IFU are known adverse events associated with coronary stenting. These patient effects are not necessarily an indication of a product quality deficiency. It is possible that the angina, hypertension, and enzyme elevation are secondary effects of the restenosis, in which the patient was reportedly not treated, but hospitalized only. In this case, a conclusive cause for all the reported patient effects and the relationship to the product, if any, cannot be determined.